Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). During a ventriculostomy procedure to a patient, a 14 millimeter opening in the right frontal bone with a automatic bone drill was performed. The drill is equipped with a multi use bit and is automatic in use. The drill stops just before the dura so, that it leaves a thin bone flake that is then removed. This automatic function however did not work and as a result the drill entered the brain causing a damage on the brain surface, causing a 14 mm in diameter, penetrating into the depth of 1-1.5 cm. The drill bit cut the bone well and was not blunt. The drill did not stop automatically in the skull but stopped only when the surgeon lifted his/her foot from the pedal. The thickness of the bone in the skull of the patient is 8-9 mm. The thickness of the dura could not be assessed as the bone on site was shredded.

Manufacturer narrative:
Investigation: the investigation was executed by the aesculap technical services department (ats). The outer and inner cutting edges are showing signs of usage and slighter impact marks. The functional test reveals that the perforator does not cut properly. A higher effort is necessary to work the device. The release function of the shaft is given with a new perforator. Therefore, the damaged and blunt cutting edges of the complained perforator are the reason for the delayed release function of the device. Batch history review: the device history files have been checked and found to be according to the specifications valid at the time of production. There is no indication of a material defect or a mechanical error. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related due to a incorrect handling or insufficient maintenance of the device. No CAPA is necessary.